Event description:
Information received indicates the valve as retrieved due to excessive gradients. Product inspection at explant noted vegetative growth present on valve leaflets. The device was replaced with no additional patient complication reported.